Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while repairing a right hip fracture, the ball tip guide wire got stuck inside the t-handle. Surgeon was able to complete the case with another instrument trauma case. Instrument and guide wire being returned (stuck together).